Event description:
A surgeon reported that after the insertion of an intraocular lens (iol), it was noted that the trailing haptic was broken. While trying to remove the iol, the anterior capsule ruptured. An anterior vitrectomy was performed. The surgeon feels the visual acuity is not as good as the fellow eye. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. The trailing haptic was broken-gusset area. The optic was torn/split (possibly cut) into two pieces. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 03/11/2009.